Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported receiving multiple motor error alarms on the insulin pump during bolus. Customer stated that they do not use the sensor feature on the insulin pump and that they are able to rewind. Customer stated that his blood glucose readings were running high however has treated and the blood glucose reading has come down. Customer's blood glucose reading at the time of the call was 5.5 mmol/l. Nothing further was reported.